Event description:
It was reported that a solution set overinfused during a heparin infusion. The event occurred in the intensive care unit using a spectrum iq pump. Therapy was initiated with 5000 unit bolus (50 ml), followed by a continuous infusion programmed at 12 units/kg/hour. During nursing handover at approximately seven hours after initiation, the infusion bag was assessed and noted to have less remaining volume than expected, approximately 91 ml delivered (total delivered volume approximately 141 ml), exceeding the anticipated amount. The patient¿s activated partial thromboplastin time (ptt) was reported as supratherapeutic at 123 seconds. A subsequent assessment approximately two hours later indicated a remaining volume in bag of 82 ml instead of the expected 96 ml. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.